Manufacturer narrative:
Product analysis: data files were returned and analyzed. Data files showed that 11 applications were performed with a balloon catheter without any issues on the date of event. Pending analysis of the returned mapping catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the mapping catheter 990063-020 / 214245899 showed the shaft was kinked and broken in multiple locations, no ECG signal and wires were broken inside the shaft. The catheter loop was kinked and pebax tube was ribbed. The mapping catheter failed the test due to shaft kink/broken in addition to the kink on the loop and pebax damaging. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported issue (mapping catheter kink) has been confirmed through the testing but not confirmed through the data analysis. The catheter failed the returned product inspection due to the shaft kink/broken in addition to the loop kink and pebax ribbed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it it was noted that it was difficult to ablate the pulmonary veins due to anatomical issues and operator issue, which caused the mapping catheter to kink. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.